Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with stage 1, diffuse lamellar keratitis (dlk) in the right eye, at the one day postoperative visit. The patient reported blurred vision. The topic steroid drops were increased. In a follow up, the optometrist reported that the event had resolved with the treatment. No further information is expected.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).